Event description:
Device 2 of 2 . Reference MFR. Report#:1627487-2017-08637. Follow-up information revealed no infection was present and no further interventions are planned.

Manufacturer narrative:
The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
Device 2 of 2: reference MFR. Report#:1627487-2017-08637. It was reported during a trial lead procedure on (B)(6) 2017, the patient experienced chills, fever, soreness and swelling in the neck area. In turn, the patient underwent surgical intervention where the lead was removed. The patient was then sent to ER.